Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and hypoglycemia. The customer treated the hyperglycemia and hypoglycemia with emergency visit (intensive care unit). The event involved product(s) mmt-1884, mmt-332a and mmt-242a. Troubleshooting was not performed. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. No product return was required for mmt-1884. No product return was required for mmt-332a. No product return was required for mmt-242a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced food poisoning and went to the intensive care unit. User then alleged diabetic ketoacidosis (hyperglycemia) while there. User was released then later went back to the emergency room due to alleged dka. User stated while there, the hcp made changes to the pump and were constantly experiencing low blood glucose. User was using auto mode at time of events. No symptoms were reported. No blood glucose was given. No other treatments were given for the alleged dka.